Event description:
On (B)(6) 2012, the pt was implanted with two conformable gore tag thoracic endoprostheses to treat an abdominal aortic aneurysm. It was reported to gore that the pt had excessive tortuosity. The pt tolerated the procedure. On (B)(6) 2012, the computed tomography scan showed disconnection of the two devices in the overlap zone resulting in a type iii endoleak. According to provided info, the overlap was about 4cm and there was no aneurysm enlargement. On (B)(6) 2012, the reintervention took place. The type iii endoleak was successfully fixed with other two conformable gore tag thoracic endoprostheses. The pt tolerated the procedure. Images were requested but not available for analysis.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. It was reported to gore that te overlap was about 4cm. The conformable gore tag thoracic endoprosthesis instructions for use state: read all instructions carefully, particularly the following sections: anatomical requirements, and using multiple devices. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the pt. If overlapping devices of the same diameter, overlap by at least 5cm. Additionally, the IFU state, complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to, endoleaks and reoperation. Also were implanted (B)(4).